Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+1.5/072 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. The surgeon reports edema, pachymetry at 600 microns, with limited vision 20/25 and refraction -0.5. The doctor believes this should improve with time. Reportedly, the lens remains implanted.